Event description:
It was reported to philips that the system displayed an x-ray generator error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The ongoing procedure was completed by using mobile c-arm. A philips field service engineer inspected the system onsite and confirmed the reported problem. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found the ips certeray in the generator cabinet was faulty. To resolve the problem, fse replaced the ips certeray and return the part for further analysis and the 24v power supply has been found defect. After replacing the ips certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.